Event description:
Patient reported that he developed a central corneal ulcer in the left eye in 2007. The patient said he currently has a central cornea scar and is still undergoing treatment from his ecp. The patient said he wore his lenses daily wear and replaced them every two weeks. The patient said this occurred 1 or 2 days following inserting a fresh lens. The patient was not sure what brand of contact lens solution he was using. Information received from treating ophthalmologist. The patient was originally seen the same month by his primary care physician and treated with gentamycin and vancomycin. He was referred and seen by the ophthalmologist eight days later. He presented with a red, painful, photophobic left eye. Exam revealed a central ulcer involving all layers of the stroma an edema with folds in descemet's membrane. Culture was taken and was negative for fungus or bacteria. The patient was rx with vigamox and vancomycin. The patient was followed over several months. The last visit on record was four months later. Exam revealed central corneal scar and some remaining edema. Va was 20/40 with glasses.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.